Event description:
It was reported to philips that the main computer does not boot-up properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) received a complaint indicating that the main computer does not bootup properly. As per the source information, quote expired. The quote expired due to lack of customer approval. Equipment is out of contract as seen in the service max. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.